Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine (180 mcg/ml at 29.844 mcg/day) and morphine (35 mg/ml at 5.803 mg/day) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. On 04-oct-2016 it was reported telemetry confirmed that the empty pump alarm was occurring. The patient had missed the pump refill due to some psych issues. The low reservoir alarm date was a (B)(6) 2016. Based on flow rate, the pump would have gone empty on or around (B)(6) 2016. The patient had gone through withdrawal. The hcp was planning to do a system contents removal procedure and the fill the pump with a lower concentration of medication and start the patient again on a lower dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.